Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported having difficulty charging since implant, only ever able to get 2 coupling bars. It was reported that the reported that ins was flipped, and it was confirmed, and a revision was done to resolve. The patient reported that it has been flipped since the day of implant. The patient reported have had poor coupling since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient provided their weight at the time of the event. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated they received a new charging device to resolve the difficulty recharging and poor coupling. They stated it works great now.